Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 375 compared to the labs 104 mg/dl.tests were done within 5 minutes. Patient not cleaning meter correctly. Patient did not experience any adverse events. No further information has been reported .